Event description:
The customer reported that the staff identified an incorrect isocenter shift after prostate pt was treated for 13 of 39 treatment fractions. When re-visiting the cone beam CT scan (cbct), it was discovered that a new rt lat iso-check "drr" (digitally reconstructed radiograph) had been created between fraction 1 and 2 to show the prosthetic hip. This drr was for a field at a different isocenter, but was applied to the original plan. The result was an incorrect shift of the plan 1 cm inferior and 1 cm anterior to the intended location. The treating oncologist has indicated that due to this issue, there is a potential of treatment under dose. However, it is impossible to ascertain the impact of potential under dose. There may be a reduced probability of tumor control. No additional pt data was provided in the reported.

Manufacturer narrative:
Based on the initial report, varian's medical advisor was not able to render a medical evaluation on whether this event may have caused or contributed to a serious injury. Varian field staff worked with the user to reproduce the issue and that investigation has concluded that the incident was caused by user error - the new drr was for a plan at a different isocenter position, and attaching this drr to the plan caused the isocenter shift error. Varian will further investigate the issue to determine if the cause could be mitigated by a change in product design. No additional follow-up to this MDR is expected.